Event description:
It was reported that a pericardial effusion occurred. A pulmonary vein isolation (pvi) pulse field ablation (pfa) procedure was performed using a farawave catheter. After pfa was successfully completed on all four (4) pulmonary veins the farawave catheter was unable to be undeployed from basket formation. With the farawave catheter in the right atrium the physician used additional force to withdraw the deployed farawave catheter into the sheath for removal. A pericardial effusion was identified and a pericardiocentesis was performed. The patient was admitted to the intensive care unit. It was further reported the patient was doing well and was discharged.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation device analysis: upon receipt at a boston scientific (bsc) post market quality assurance laboratory, the farawave catheter was analyzed by a bsc quality investigator. The farawave catheter was visually and functionally examined. Visual inspection identified no outer abnormalities. During functional testing, a test guidewire was successfully inserted through the farawave catheter. Deployment and undeployment of the catheter was tested multiple times and the device was successfully deployed into basket and flower configurations without issue. Based on analysis of the returned farawave catheter, the reported failure to undeploy was unable to be confirmed.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This supplemental report is being submitted with an update to sections: b5 describe event or problem.

Event description:
It was reported that a pericardial effusion occurred. A pulmonary vein isolation (pvi) pulse field ablation (pfa) procedure was performed using a farawave catheter. After pfa was successfully completed on all four (4) pulmonary veins the farawave catheter was unable to be undeployed from basket formation. With the farawave catheter in the right atrium the physician used additional force to withdraw the deployed farawave catheter into the sheath for removal. A pericardial effusion was identified and a pericardiocentesis was performed. The patient was admitted to the intensive care unit. It was further reported the patient was doing well and was discharged.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that a pericardial effusion occurred. A pulmonary vein isolation (pvi) pulse field ablation (pfa) procedure was performed using a farawave catheter. After pfa was successfully completed on all four (4) pulmonary veins the farawave catheter was unable to be undeployed from basket formation. With the farawave catheter in the right atrium the physician used additional force to withdraw the deployed farawave catheter into the sheath for removal. A pericardial effusion was identified and a pericardiocentesis was performed. The patient was admitted to the intensive care unit.